Event description:
It was reported that the right ventricular (rv) lead pacing impedance of this cardiac resynchronization therapy defibrillator (crt-d) system measured less than 200 ohms, which was out of range. It was noted that the rv capture threshold had risen from 0.8v to 1.6v. The plan was to continue to monitor. No adverse patient effects were reported. Currently, this crt-d system remains in service.